Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient was transferred from healthcare it. Caller stated that he is not happy with the scs device. Caller stated external equipment is not user friendly and takes forever to connect to the implant and is not getting relief from the therapy. Patient stated he has to hold the controller up against his butt to get connected. Caller mentioned that he hurt so bad for 10 days after implant and he could not eat or sleep. Caller mentioned that "another rep zapped him" during reprogramming. Caller also mentioned that the leads were placed together instead of separate and possibly due to scar tissue and does not know if that is okay. Pt said they had a different system in the past from another manufacturer which worked great for him. Pt stated the previous implant was replaced due to MRI eligibility. Patient also mentioned he is in pain, can't walk upright, and is trying to get relief. Pt stated they have been working with  rep for programming and said the vertical p rogramming is working better than the horizontal programming. Pt stated rep has been very helpful and trying to help with with the programming. Patient service specialist asked caller to connect the recharging antenna to the controller and confirmed controller was at 100% and ins at 100% recharging excellent. Caller mentioned he has another appointment with his healthcare provider on the 19th. The patient was redirected to their healthcare provider to further address the issues. Patient was not sure the reason he was transferred to scs cell and was not happy. Pt stated he called last night and spoke to healthcare it about inability to get a bolus with their external device and getting code 338 and resolved that issue. Agent explained that pt would need to speak with pump team. Agent had difficulty following all of the information provided during the call and pt was becoming escalated due to clarifying questions.